Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During the procedure, the device took form of a cobra shape and another 22mm amplatzer septal occluder was chosen for implant, this took the form of a cobra shape during the procedure. The procedure was completed using a 24mm amplatzer septal occluder. It was noted that there were no interactions with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine the cause for the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling.